Manufacturer narrative:
The reported event of pacing intermittently was confirmed. As-received, the device had no output and no telemetry due to battery voltage at end-of-life level. Analysis performed, after installing a new battery and reloading product code, indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed based on field settings, the implant duration exceeded the device¿s projected longevity and device is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room and was intermittently pacing. When attempting to interrogate the device, an error message appeared on the programmer. It was suspected that the device was at end of life, causing the intermittent pacing. The device was explanted and replaced. The patient was in stable condition.